Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 3.5x24mm ion stent delivery system (sds) was removed from the packaging. When removing the protective sleeve difficulty was encountered and it was noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 3.5x24mm ion stent delivery system (sds) was removed from the packaging. When removing the protective sleeve difficulty was encountered and it was noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the last distal row of stent struts were stretched and flared. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).